Manufacturer narrative:
(B)(6) adverse event reporting. (B)(4).

Event description:
Pentax medical was made aware of a complaint that occurred in the us. The user facility called customer service on and reported a right/ left angulation broken on 21-oct-2020, involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). The customer owned gastroscope was received by pentax medical for evaluation on 2-nov-2020. The gastroscope was inspected by pentax medical under service order number (B)(4) and the service repair technician confirmed the angulation knob play and also documented the following findings on 03-nov-2020: residue in biopsy inlet piece, up/ down pulley wire frayed, residue on distal body, up angulation decreased, up/ down angulation knob play, insertion tube buckles under the root brace, leak at biopsy inlet, failed wet leak test, suction tube resistance, failed dry leak test, control body mild corrosion inside, bending rubber mild discoloration, sluggish air delivery function, sluggish water delivery function, right angulation decreased, left angulation decreased, right /left angulation knob play, down angulation decreased, right/ left pulley wire frayed. The gastroscope underwent repairs including the following components: o-rings and seals, bending rubber, angle wire, adjusting collar, segment assy attaching screw, segment attaching screw, insertion flexible tube assy, distal end assy with tubes, rl pulley assy, ud pulley assy, suction channel lg, o-ring (1.8x19.8), shield pipe for ccd, laser cut filter type 7, eog valve assy. Pentax medical model eg29-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2015. The endoscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4). Investigation in-process.

Manufacturer narrative:
Evaluation summary: this is an event in which a check valve attached to a component of an endoscope clogs the aspiration line. The cause is thought to be that the check valve that got into the washing machine during the washing process clogs the pipe with the water flow.